Event description:
It was reported that the customer experienced a high blood glucose level of 326 mg/dl. There was no adverse impact to the customer¿s blood glucose level. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support instructed the customer to inspect various components of the insulin delivery system, such as the site, tubing, and t:lock connection. It was discovered that large air bubbles were present in the tubing. The customer was advised to replace supplies as necessary, disconnect from the site, and prime out the air. The customer understood the instructions provided to ensure proper insulin delivery.